Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2010, this patient underwent an endovascular procedure using a gore® tag® thoracic endoprosthesis (tgt2810/7606682) and a gore® excluder® aaa endoprosthesis aortic extender component (pxa230300/8015071) to repair an aortic dissection. Entry sites were located at the descending aorta. The aortic extender component was deployed first, and then the tag device was implanted proximal to the aortic extender component. The both devices were placed in the descending aorta, covering the entry sites. No issues were observed during the procedure. The patient tolerated the procedure. On (B)(6) 2010, the patient was discharged. On (B)(6) 2011, six month follow-up imaging revealed a type ii endoleak of unknown origin. No aneurysm enlargement was reported. The physician elected to monitor the patient. On (B)(6) 2012, one year follow-up imaging showed that the endoleak was resolved. Subsequent follow-up imaging showed no issues; however on (B)(6) 2013, the patient presented with a stanford type a aortic dissection. The dissection was reportedly not device or procedure related; however the cause of the dissection was unknown. On the same day, an ascending aortic replacement was performed to repair the dissection. The devices were reportedly not explanted. The patient tolerated the procedure. According to the cro in japan, no further information is available.